Manufacturer narrative:
The pump passed the displacement test and self-test. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on (B)(6) 2024 17:32:10.000. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no physical or moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump error 23 was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a post-reset ram crc alarm(pump error 23). Troubleshooting was performed and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.